Manufacturer narrative:
Based on the information provided on (B)(6) 2017 that alleged the patient was scheduled for a debridement on (B)(6) 2017 with possible osteomyelitis, as of (B)(6) 2017, day 30 from the kci aware date, kci had insufficient information to determine that the event was related to the activ.a.c.¿ therapy. Based on the additional information obtained on (B)(6)2018, the physician noted the pre-operative and post-operative/final diagnoses were noted as failed left below-knee amputation with osteomyelitis, left tibia. The physician noted the patient has severe peripheral vascular occlusive disease with poor wound healing. The patient was scheduled for the procedure with no allegation, indication or evidence that activ.a.c.¿ therapy caused or contributed to harm or injury, and v.a.c.® therapy was re-applied in the operating room. Therefore, kci has deemed this event not reportable based on the additional information received. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area.

Event description:
On (B)(6) 2017, the following information was reported to kci by the patient: on (B)(6) 2017, the patient experienced technical issues with activ.a.c.¿ therapy. The patient noted he will be admitted on (B)(6) 2017 for a debridement and alleged he may have osteomyelitis. The physician is reportedly planning to scrape the bone, and the patient will be placed on antibiotics. On (B)(6) 2017, the following information was reported to kci by the patient: the patient was admitted on (B)(6) 2017 for a surgical debridement. On (B)(6) 2018, the patient's medical records were provided to kci: on (B)(6) 2017, the patient underwent irrigation and excisional debridement with revision of left below-knee amputation with v.a.c.® therapy placement. The pre-operative and post-operative/final diagnoses were noted as "failed left below-knee amputation with osteomyelitis, left tibia." On (B)(6) 2017, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control procedure by kci field service, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.